Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was not what they expected after loading the cartridge with 130 units the day before contacting tandem technical support. Customer stated they were unsure if they had pushed insulin out while they were trying to take air out from syringe and this might have impacted why the insulin gauge did not display what they expected. There was no impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy.